Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: revision augmentation.

Event description:
Healthcare professional reported left side rupture discovered during explant surgery. The device has been replaced.